Event description:
It was reported that the patients hip squeaks and there is shortness in the leg length. Yesterday, patient was walking and his hip gave out, he can't describe what happened, now hip is swollen.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown left stryker hip. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
Device history review indicates the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicates there has been one other event for the reported lot. A trend request has been made. Review of the records by a consulting clinician indicated ¿[¿] no documentation of the event description are available. [¿] more documentation is required to evaluate the event description." Based on the provided information, the event is not device related. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics.

Event description:
It was reported that the patients hip squeaks and there is shortness in the leg length. Yesterday, patient was walking and his hip gave out, he can't describe what happened, now hip is swollen.